Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
During generator change, outer insulation of this lead pulled back from the pin when the physician pulled the lead out of the header. Lead was repaired using a guidant repair kit. Threshold was 1.3volts at 0.5 msec and imp was stable. Lead remains actively implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.